Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
Added patient explant date.

Manufacturer narrative:
This is the same event as 3010536692-2014-01360.